Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had protruded from the skin. The patient underwent explant procedure and was doing well postoperatively. The explanted device was discarded by the facility.